Event description:
Additional information received reported that the patient was 'fine and receiving effective therapy'. Discussed walking in the middle of detectors instead of towards one side. No further complaint from the patient was lodged. No further information was provided.

Event description:
It was reported that the patient experienced a shocking sensation following exposure to a theft detector at a store. It was thought that the device was on during the exposure to the electromagnetic interference. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3886, lot# j0216933v, implanted: (B)(6) 2002, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3093-28, lot# j0327079v, implanted: (B)(6) 2003, product type lead. (B)(4).